Event description:
It was reported that this pacemaker device exhibited a remote monitoring alert indicating it had reverted to safety mode with limited critical therapy still available. Boston scientific technical services (ts) discussed with the healthcare provider (hcp) that based on the unipolar pacing and sensing settings when a device is in safety mode, it is recommended to replace the device soon. The patient was noted to be pace therapy dependent. It was indicated that the hcp contacted the patient to make them aware of the device issue and to have the patient go to the emergency room (ER). The patient subsequent presented to the ER two days later with symptoms of dizziness and was admitted to the hospital. A boston scientific field representative was paged to perform a device interrogation. The representative noted the safety mode alert and contacted the electrophysiologist. It was indicated that the safety mode device settings resulted in oversensing and pacing inhibition, which caused the patients dizziness. No asystole was observed. A temporary pacing wire was placed, and the pacemaker device was explanted and replaced the next day. No additional adverse patient effects were reported.

Manufacturer narrative:
Information indicates this device will be returned for analysis. This investigation will be updated should further information be provided.

Manufacturer narrative:
Information indicates this device will be returned for analysis. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets occurred during a telemetry session and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this pacemaker device exhibited a remote monitoring alert indicating it had reverted to safety mode with limited critical therapy still available. Boston scientific technical services (ts) discussed with the healthcare provider (hcp) that based on the unipolar pacing and sensing settings when a device is in safety mode, it is recommended to replace the device soon. The patient was noted to be pace therapy dependent. It was indicated that the hcp contacted the patient to make them aware of the device issue and to have the patient go to the emergency room (ER). The patient subsequent presented to the ER two days later with symptoms of dizziness and was admitted to the hospital. A boston scientific field representative was paged to perform a device interrogation. The representative noted the safety mode alert and contacted the electrophysiologist. It was indicated that the safety mode device settings resulted in oversensing and pacing inhibition, which caused the patients dizziness. No asystole was observed. A temporary pacing wire was placed, and the pacemaker device was explanted and replaced the next day. No additional adverse patient effects were reported.